Manufacturer narrative:
The device was not returned to olympus for evaluation; therefore, the customers original reported issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : device not returned.

Event description:
An olympus representative reported behalf of the customer the video connectors are broken; therefore, there was no image while using visera elite ii video system center. The patient was not under sedation and there was no delay in the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation results. The device was returned to olympus and evaluated and confirmed the reported phenomenon, identified that dvi connector was deformed and power connector was damaged and detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cause of phenomena could not be determined. Olympus will continue to monitor field performance for this device.